Event description:
It was reported, the tip of the cannulated 4.0mm screwdriver broke during a procedure. The tip was retrieved and procedure completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection confirmed tip is broken off. Possible causes are age and excessive force being used. Deemed indeterminate from a manufacturing standpoint. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues.